Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional common device codes: mni, mnh, kwp, and kwq. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation noted that the nut had a few scratches on the edges. This was not manufacture related. The screw- damage on the spherical radius and the m5 thread, had some scratches and nicks on the edges. This was not manufacture related. The washer had some anodize missing on the edges. This was not manufacture related. The bushing was in good condition. Body- anodize was missing on the first m5 thread. This was not manufacture related. Due to the damage on some components, not all relevant features can be verified; therefore, this complaint is indeterminate. Product development event evaluation stated that the uss fracture system is design to treat fractures in the thoracolumbar spine. The design of the uss fracture system has been assessed and determined to be adequate for the intended use. At the conclusion of this evaluation, a definitive cause of device failure could not be determined. Therefore, this complaint is dispositioned as indeterminate.

Event description:
The procedure was l2 traumatic fracture-l1-l3 lumbar fusion with uss fracture-two screws at l1, two screws at l3. On the left side of the patient, the surgeon applied half ring to the middle of the rod as a point to apply compression. When surgeon attempted to remove the half ring with the small screwdriver, the screw stripped out. Surgeon then tried the 2.5mm conical extractor to remove the half ring, but the extractor broke. Surgeon then removed the rod and two low profile connectors and replaced with a new rod and two new connectors. It is reported that, during this process, the small screwdriver was damaged and the t handle and removal shaft for the conical extractor became seized together. On the right side of the patient, the gold nut on the low profile connector stripped out when tightened at l1 screw. Surgeon removed the rod and two connectors and replaced with a new rod and two new connectors. When scrub nurse was assembling a new set, a new connector was inadvertently mixed in with the old, removed connectors. It is reported that it was impossible to differentiate between the new and removed. All parts were final tightened and procedure completed with no further problem, no harm to patient. Procedure was extended by approximately 30 minutes. This is 5 of 9 reports for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2013. Placeholder.